Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found no fault with the unit . The unit worked properly without failure. The unit was returned without power cord and pole clamp. Firmware has been updated. The unit was restored to proper operation. The unit has been repaired, tested and recertified.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the output is more than the rate set.